Manufacturer narrative:
The implant and explant dates could not be obtained/verified by collagen matrix, inc. From the physician and/or sales representative, therefore product stability could not be evaluated and compared with the product design specifications. Additionally, collagen matrix, inc. Could not obtain product traceability information (i.e. Lot number, product reference number, UDI) during initial and follow-up communications, preventing the company from performing any follow-up evaluations or product testing. No similar incidents have been reported to collagen matrix, inc. For this product to date.

Event description:
Clinician reported that the neuromend tube was not absorbed and required a second procedure to remove the product.